Manufacturer narrative:
The monitor was evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (service code 206) was confirmed. This service code is displayed at power-up if the monitor detects the shell application image is corrupted in flash. The root cause for the service code 206 was corrupt programming. The root cause for corrupt programming was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 206.